Event description:
On (B)(6) 2012, our affiliate in (B)(6), was notified by an optical shop of a pt who stated they had found lenses "damaged upon opening." The pt was seen by a general practice physician who reportedly informed the pt that she "developed damage to the cornea" which led to a corneal ulcer" taking four weeks to clear." The affected eye was not indicated. The pt was not seen by the reporting optician. The identity of the treating physician is not known. Product was requested but has not yet been received. Our affiliate reports it has been shipped. This event is being reported as worst case due to the extended treatment time. Add'l info has been requested. The date of occurrence is not known.

Manufacturer narrative:
A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot b00bsdn was manufactured under normal conditions. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.